Event description:
Customer's nephew reported customer received error messages (e-2 and e-3) from their freestyle freedom lite meter. Customer's nephew reported customer experienced symptoms of sweatiness, non-responsiveness and losing consciousness. Paramedics were called and they treated customer with intravenous solution and then transported customer to a health care facility where he was being diagnosed with severe hypoglycemia. The treatment at the health care facility is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note: customer was attempting to use incompatible and expired test strips.